Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level as the blood glucose value was not provided. The device is being returned, and a replacement pump has been issued to resolve the issue. No additional corrective actions by the customer or further information regarding the event's outcome were received.